Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4) clinical study. Same case as 2134265-2012-03266. It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction and stent thrombosis. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 mm x 16 mm ion stent, with 0% residual stenosis. One day later, the patient experienced severe chest pain and an ECG revealed an st elevation myocardial infarction. Cardiac enzymes were elevated and the patient was referred for cardiac catheterization. The patient was brought back to the cath lab for emergency recanalization of the lad. Using left femoral artery, a 6-french sheath was placed which went in with jl-4 guide catheter. This revealed the proximal lad stent to be totally occluded with thrombus present. At that point a non bsc guidewire was advanced down the vessel and the entire area was ballooned with a 3.0 maverick balloon. The patient developed reperfusion arrhythmias (consisting of both aivr and ventricular tachycardia). Ivus was performed that revealed tissue prolapsed through the proximal ion stent. Post index procedure/prior to discharge, the stent thrombosis and 100% restenosis of the previously placed study stent located in the proximal lad extending to the distal lad was treated with thrombectomy and placement of two drug-eluting stents, with 0% residual stenosis. The events were considered as resolved without residual effect.